Manufacturer narrative:
Device evaluation: analysis of the returned device identified, brown particles inner the shell, crease flat, wear abrasion, broken of plug strap, opening on anterior. Leak test and microscopic analysis was performed which identified, crease sharp opening on anterior and sharp broken of the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on anterior assessed, as fold flaw opening a sharp opening on plug strap, due to an unidentified (tear) opening.

Event description:
Healthcare professional reported, a left side deflation. And implant exchange, due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient concern with the product.

Event description:
Healthcare professional reported a left side deflation and implant exchange due to concern with the product. Device remains implanted.

Event description:
Device has been explanted.